Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4109. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307 and 4315. H10: narrative/data was updated. The complaint reported that mount fractured inside the implant during placement. The products were returned and the reported event was confirmed following visual evaluation. Based on the evaluation, mount malfunction has occurred but implant malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. The DHR was not available electronically for the subject lot number (1237516) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the lot (1237516) for similar events and no other complaint was identified. Functional testing could not be performed since the mount was fractured. The reported event could not be recreated. The complaint is related to the functional performance of the devices. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fixture mount hex fractured in the implant. Dr had to remove and place a new one.